Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient reported that he fell and couldn't move for 10 minutes. The patient was assisted by his wife and volunteers, who put him back on his chair. Patient indicated that the fall was due to his blood glucose level. At the time of falling, that patient's fingerstick showed that his bg was at 120mg/dl. After the fall, the patient's bg increased to 465mg/dl. The patient treated himself for his high blood glucose value. Patient was not wearing the dexcom device at the time of falling, as he was on a break from the system. No hospital transportation was needed. At the time of contact, the patient was feeling well. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.